Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description that, there was a small black clouding or a small breakage in the lens optics for about 2mm from the haptic connection. The surgery was completed on the same day. Additional information has been requested but no information is available at the time of this report.